Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported a falsely elevated architect intact pth result generated on the architect i1000sr analyzer for a 79-year-old female patient. The following data was provided: sample ID (B)(6): initial intact pth result = 112.2 pg/ml the sample was sent to another laboratory and performed on an alinity platform = 37.50 pg/ml normal range = 6.7-38.8 pg/ml there was no impact to patient management reported.

Event description:
The customer reported a falsely elevated architect intact pth result generated on the architect i1000sr analyzer for a 79-year-old female patient. The following data was provided: sample ID (B)(6): initial intact pth result = 112.2 pg/ml. The sample was sent to another laboratory and performed on an alinity platform = 37.50 pg/ml. Normal range = 6.7-38.8 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
When troubleshooting the issue, service discovered the wash zone probe was dirty and the sample arc, probe calibration was off. The arc, probe and wash zone probe were both replaced and calibrated, which resolved the issue. Service history was reviewed and found no subsequent tickets for false elevated intact pth. Device history review of the arc, probe and wash zone probe did not identify any non-conformances or potential non-conformances. A complaint search for the arc, probe or wash zone probe did not identify any trends. A review of tracking and trending of the architect i1000sr did not identify any trends with regards to the complaint issue. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency was identified for the architect i1000sr, (B)(6) or instrument parts.